Manufacturer narrative:
The distributor's rep replaced the motor controller board and fuse f3 in the power supply. The unit was tested to factory specification. If functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down and could not be restarted. The pt was switched to another unit and therapy was continued. No pt injury was reported.